Manufacturer narrative:
Pump received with severely scratched lcd window. No crack found at lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 155 mg/dl. The customer reported that the insulin pump dis not work correctly when they change the battery. They reported that the insulin pump alarmed insert battery once inserted the battery. They also reported that the screen had crack. The insulin pump will be retuned for analysis.